Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were microscopically inspected, and leak tested. Microscope examination revealed that the first cylinder had a hole in the outer tube from kink resistant tubing (krt) wear in the proximal end of the cylinder. The first cylinder also had a small hole in the proximal end of the cylinder from sharp instrument. Both cylinders had wear at folds in the proximal end, middle, and distal end. Leakage test revealed that the first cylinder had a leak from sharp instrument in the proximal end of the cylinder. The second cylinder passed the leakage test. The pump was microscopically inspected, leak and functionally tested. Microscope examination revealed that the pump krt had wear. The pump passed the leakage test. Functional test revealed that the pump failed the activation test. Based on the information available and analysis results, the sharp instrument damage found on the device is considered a secondary failure, so the allegation of hole/perforation is unable to be confirmed. However, there is a failure mode of the device that could lead to a mechanical issue, which includes but is not limited to a hole in the outer tubing of the first cylinder from the krt input tube wear. A clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been assigned to this investigation. Concomitant product UDI for pump is (B)(4). Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a tear in the right cylinder was identified. Both cylinders and a pump were removed and replaced. The cause of the cylinder tear was not detailed by the hospital. There were no patient complications reported.

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a tear in the right cylinder was identified. Both cylinders and a pump were removed and replaced. The cause of the cylinder tear was not detailed by the hospital. There were no patient complications reported.